Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient presented with bacteremia. The right ventricular (rv) lead was explanted on (B)(6) 2026. Subsequently, a new rv lead was implanted on 28 may 2026. The patient status is unknown.